Event description:
Customer reported the pumping segment separated from the upper fitment during an infusion of primary fluids. No patient harm reported. No additional information was available.

Manufacturer narrative:
(B)(4). During visual inspection of the set it was noted that the silicone tubing was almost completely separated from the upper fitment. Crush marks were noted on the upper fitment. The root cause of the tear was not identified. The lot number was not identified. Based on the smartsite laser number, the manufacturing database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.